Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure (date unknown) and the ipg was not put into surgery mode prior to the procedure. Since the procedure, the patient¿s ipg would not communicate with external devices. Troubleshooting was unsuccessful. No further intervention planned at this time.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure.

Manufacturer narrative:
The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.